Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit fails preoperative testing. There was no report of patient involvement.